Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the instrument and found that the vacuum isolator chamber (vic) and the red blood cell (rbc) bath overfilled and leaked at the bath. The rbc bath and the vic share the same waste pathway. Per a conversation with the fse on (B)(4) 2013, the fse stated that he was not able to observe any clog or obstruction in the waste pathway for the rbc bath and the vic. The fse flushed the rbc bath, the vic and the waste pathway and the instrument ran without any leaks and passed all parameters during startup. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported an instrument leak when using the coulter act diff 2 analyzer. The instrument was failing startup for all parameters when the leak was noticed. The volume of the leak was about 15 ml and was not contained within the instrument. The operator was wearing gloves, glasses and gown when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.